Manufacturer narrative:
The device was manufactured prior to the UDI labelling effectiveness date, and therefore does not contain an UDI label, but the applicable UDI information associated with the device is (B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'service gas system' message. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated block: h6. The reported complaint was not verifiable. The suspect part was not returned to the manufacturer for further evaluation as the device was at end of service life. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.